Event description:
At 0300, the pt called her nurse and reported feeling moisture to her arm and bed linens. Upon assessment, the nurse noted medication leaking from the pca tubing. Tubing was tightened and the tubing reassessed and the medication continued to leak. Tubing was changed.